Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm which was resolved by reservoir change. Customer's blood glucose level was unknown at the time of incident. Customer reported alarm did not occur during fill tubing. The reservoir will be returned for analysis.